Manufacturer narrative:
(B)(4). Per the instructions for use, arrhythmias are a potential adverse event associated with aortic valve replacement. Atrial fibrillation is a common pre-existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. According to literature review, and as documented in a clinical technical summary for complaints- atrial fibrillation¿, written by edwards despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current tavr patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, the cause of the reported atrial fibrillation is possibly related to the tavr procedure itself. It is possible that the patient¿s advanced age (85) and underlying cardiac pathology (cad, htn) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented. (B)(4). No results available since no evaluation performed. Known inherent risk of procedure. Human factors.

Event description:
As reported through the s3i continued access program, the patient experienced atrial fibrillation after the procedure. The patient was treated medically, and cardioverted which returned the patient to normal sinus rhythm (nsr). The patient was transferred for post management care in stable condition. As reported, before the patient was to be moved from the procedure his rhythm changed to a-fib. Amiodarone was started and the patient was cardioverted x3 back into nsr and the a-fib was resolved.